Event description:
It was reported that the proximal marker band on the dilator of an ivc filter system detached while the dilator was being withdrawn into the introducer sheath. After successful deployment of the filter, imaging demonstrated the marker band in the right pulmonary artery. The patient is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has not been returned to the manufacturer for evaluation to date. Therefore, a sample evaluation could not be performed. This event corresponds to voluntary medwatch report number 4506170000-2012-8005. The investigation is currently underway.